Event description:
The iab leaked. The pump alarm sounded. The following was reported to datascope on 9/12/97: blood was observed in the tubing and there was a change in arterial waveform. Event complications: unk - rpt'd 7/7/97; none - rpt'd 9/12/97. Patient's current status: discharged home-rpt'd 9/12.

Manufacturer narrative:
Device label code for f10. Position 1: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.